Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. After connecting the device to the motor drive unit, the device would not start. The blade did not rotate prior to use. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device trigger involved in this event was returned for evaluation. The main housing was not received for evaluation. The device was visually and functionally evaluated. Upon evaluation, the trigger operated as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.